Event description:
It was reported to boston scientific corporation that a jagwire was used in the gastrointestinal (gi) during an axios stent placement procedure to treat the management of symptoms associated with gastric outlet obstruction from malignant unresectable neoplasm performed on (B)(6) 2025, as a part of the e7152 axios ge for goo ide clinical study. During the procedure, after placing and expanding the stent, the physician was retracting a guidewire when a minor injury to the mucosa in the small bowel was observed. A small fragment of the guidewire was found embedded in the mucosa just beyond the stent. The fragment was successfully removed using forceps, and two 11mm through-the-scope clips were applied to the affected tissue to reduce the risk of delayed bleeding. Two episodes of small amount of blood in the patient's stool were observed and a few small dark clot-like lumps were visible in conjunction with largely liquid stool. No bright red blood visualized. The patient did not receive any medication until (B)(6) 2025. The stent remains in place, and the procedure was completed. On (B)(6) 2025, complete blood count (cbcs) were performed, the patient's hemoglobin has been stable. All patient's vital signs were reported to be stable consistently.

Manufacturer narrative:
Block a4: the patient's weight is 76.4 kg; reported here as the patient's weight exceeded character limit for designated field. Block h2 (additional information): block e1 (initial reporter phone number) has been updated based on the additional information received on august 15, 2025. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf patient code e2015captures the reportable event of tissue damage. Imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required (forceps and clips).

Event description:
It was reported to boston scientific corporation that a jagwire was used in the gastrointestinal (gi) during an axios stent placement procedure to treat the management of symptoms associated with gastric outlet obstruction from malignant unresectable neoplasm performed on (B)(6) 2025, as a part of the e7152 axios ge for goo ide clinical study. During the procedure, after placing and expanding the stent, the physician was retracting a guidewire when a minor injury to the mucosa in the small bowel was observed. A small fragment of the guidewire was found embedded in the mucosa just beyond the stent. The fragment was successfully removed using forceps, and two 11mm through-the-scope clips were applied to the affected tissue to reduce the risk of delayed bleeding. Two episodes of small amount of blood in the patient's stool were observed and a few small dark clot-like lumps were visible in conjunction with largely liquid stool. No bright red blood visualized. The patient did not receive any medication until (B)(6) 2025. The stent remains in place, and the procedure was completed. On (B)(6) 2025, complete blood count (cbcs) were performed, the patient's hemoglobin has been stable. All patient's vital signs were reported to be stable consistently.

Manufacturer narrative:
Block a4: the patient's weight is 76.4 kg; reported here as the patient's weight exceeded character limit for designated field. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required (forceps and clips).